Event description:
On april 13, 1999 the clinic took a system 1000 machine out of service due to a high arterial pressure alarm. The machine technician examined the machine and found blood in the tubing and internal transducer of the machine. On 4/27/99, the machine technician opened all of the system 1000 machines and found two more machines with dried blood particles in the line to the internal transducer.